Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported the patient saw the error message "cable not attached" on their programmer. It was reported that the "wire" that was connected to the red connection was broken. A broken lead was reported. No further complications reported/anticipated.